Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that he experienced high blood glucose. The customer stated that the insulin pump alarmed, but he could not hear it and were left unattended. The customer did not know the blood glucose reading. He stated that he resumed insulin delivery in the morning and was unable to troubleshoot at the time of the issue. He declined to return the infusion set and reservoir. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The audio beep functioned properly, and no audio beep anomaly was noted. The pump passed the rewind, displacement, prime, excessive no delivery, and self tests. No excessive no delivery alarms were noted. However, the pump had minor scratches on the display window, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.